Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, gaia, sion black; guide catheter: heartrail 7fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 100% stenosed distal and proximal left anterior descending artery. A 1.2 x 6 mm tenku balloon catheter was advanced to the lesion when there was difficulty crossing and the balloon would only partially advance into the lesion due to the heavy calcification. The balloon was inflated; however, the pressure did not advance past 4-5 atmospheres. Negative pressure was pulled and blood was observed coming into the indeflator. It appeared the balloon had ruptured. The balloon catheter was removed and a non-abbott balloon catheter was used for pre-dilatation and two unspecified drug eluting stents were implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.